Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) stated that he was unable to use the device because it was not working properly. Upon revision surgery, the physician found that there was a minimal fluid in the reservoir; therefore, the ipp was removed and replaced. There were no patient complications reported.